Event description:
A customer reported to baxter (B)(4) of a continuflo set in which the injection port was not working. During usage it was unable to aspirate or inject. There was no patient involvement, injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was available for evaluation. The reported problem was not confirmed. A functional test was performed, with normal flow observed. The assignable cause could not be determined. No repairs were done, as this device is a single use only device.